Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter failed to find venous access. This was discovered during use. The following information was provided by the initial reporter: an attempt is made to search for venous access to a patient, a patient with difficult access, the catheter flowers, it is attempted several times, but it is impossible to find venous access, by medical order, an attempt is made to pass the jugular central, which was also failed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd insyte autoguard shielded IV catheter failed to find venous access. This was discovered during use. The following information was provided by the initial reporter: an attempt is made to search for venous access to a patient, a patient with difficult access, the catheter flowers, it is attempted several times, but it is impossible to find venous access, by medical order, an attempt is made to pass the jugular central, which was also failed.